Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Expiration date. Device history records review was completed for part: 256.716s, lot: 2469819. Manufacturing location: bettlach, release to warehouse date: mar 19, 2009, expiry date: mar 16, 2019. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The visual inspection of the pfna ¿ blade has shown that the locking screw is broken off and a hook and a k-wire are completely jammed in the pfna-blade. Further investigation has shown that on the sleeve surface wear and tear marks are visible. The returned pfna blade was examined and the complaint condition was able to be confirmed. This lot was manufactured in march 2009 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no nonconformities noted; visual and functional checked were performed after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to a complication during operation or the healing process that caused this problem. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected potential date of event is aug 27, 2018. Exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that a patient was implanted with a hardware approximately eight (8) years ago. The patient underwent planned hardware removal surgery on (B)(6) 2018 with h-tep at coxarthrose. During implant removal procedure, the helical blade fell apart and could not be removed. The removal surgery on (B)(6), 2018 was interrupted without success after 1.5 hours. Further surgery to remove the blade was performed on (B)(6) 2018 and was completed successfully. The implant removal for damaged blade took 45 minutes. There was 20 minutes surgical delay. After hardware removal, h-tep was implanted as planned. Upon receiving the devices at the manufacturer, during preliminary inspection on dec 19, 2018, it was noted that the hook for removal of pfna blade and k wire were jammed in pfna blade. This (B)(4) capture the hook of pfna blade, pfna blade, and an unknown k-wires that were jammed in pfna blade as per manufacturer's preliminary inspection. Pc-000268254 captures intra-operative event of broken devices. This report is for one (1) pfna blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This date was inadvertently reported as 12/19/2018 in the follow up report (B)(4). The correct date is 1/30/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, that the patient had the device implant procedure about 8 years ago. The patient underwent planned hardware removal surgery on (B)(6) 2018 with h-tep at coxarthrosis. During the implant removal procedure, the helical blade fell apart and could not be removed. The removal surgery on (B)(6) 2018 was interrupted without success after 1.5 hours. Further surgery to remove the blade was performed on (B)(6) 2018 and was completed successfully. The implant removal for the damaged blade took forty-five (45) minutes. There was a twenty (20) minute surgical delay. Concomitant devices reported: pfna, length 240mm (product code: 272.261s, lot #: 2465337, quantity: 1); pfna end caps (product code: 273.155s, lot #: 2461996, quantity: 1). This report is for one (1) pfna blade l100 sst. This is report 2 of 3 for (B)(4).